Event description:
Reporter from (B)(6) reported foreign debris inside the pouch of the sterile packaging. It is unknown if the device was used in surgery. It is unknown if there was patient/user injury or medical intervention. The date of event is unknown. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
Reliability engineering evaluated the product, and the condition was confirmed. Loose foreign material was found. Internal corrective action has been initiated in order to further investigate and resolve the issue. (B)(4).